Event description:
It was reported there was a setscrew missing from the kit. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID neu_set_screw, lot#/ serial# unknown, product type accessory. (B)(4).

Event description:
Additional information received reported the device was not implanted or used and the patient was not affected by the device. The patient was successfully implanted with a function implantable neurostimulator (ins) and had a 'positive' outcome.